Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during a neurovascular procedure when the subject coil was deployed about four or five loops in the vessel, it was retracted to reposition. While doing so the subject coil got prematurely detached and more than 20cm of subject coil remained in the microcatheter. Therefore the subject coil along with the microcatheter was removed from the patient's body. The subject coil was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, an assignable cause of undeterminable was assigned to the as reported event of the main coil prematurely detached/separated during use.

Event description:
It was reported that during a neurovascular procedure when the subject coil was deployed about four or five loops in the vessel, it was retracted to reposition. While doing so the subject coil got prematurely detached and more than 20cm of subject coil remained in the microcatheter. Therefore the subject coil along with the microcatheter was removed from the patient's body. The subject coil was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.